Manufacturer narrative:
Pump received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarms due to critical pump error alarm. Moisture damage was also found on the inside of the battery tube, on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had a critical pump error inserted a new battery and new infusion set and reservoir and after it had been on for about 2 minutes it came up with the error. Customer reported that they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.